Event description:
Symptoms suspicious for pump thrombus. Echo reveals av opening eachbeat, lvidd remains dilated despite higher rpm, therapeutic inr. Ldhhigh, at 1400, and lvad with prolonged power pump spikes to 11.5.